Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device humidifier is overheating and a hot smell. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: evaluation notes: - service required. Note additional failures observed: - the unit is contaminated. Was customer complaint able to be reproduced? - yes. Note why parts to be replaced: - scrap per deviation (B)(4).